Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 900 mg/dl. The customer was treated with manual injection. Customer was hospitalized due to heart attack. Customer states that insulin pump had no delivery alarm. Customer states that insulin was exit. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in section "describe event or problem" with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose of 900 mg/dl was hospital related not the no delivery alert.